Event description:
A nurse reported that the cannula separated from the syringe during surgery which made contact with the iris resulting in bleeding. The blood was evacuated from the eye during the same procedure. There was no iris bleeding at the end of the procedure and there was no further impact to the patient.

Manufacturer narrative:
Investigation showed that no remarks related to this complaint were reported in the batch record filling and visual inspection. All syringes are visually inspected and items with incompletely assembled luer lock adapters are removed. No loose luer lock adaptors were found for this batch. Investigation of the complaint sample showed that the luer lock adapter with assembled cannula was detached from the barrel. No component defects were observed. After re-assembly, a functionality test was performed. The result was satisfactory; the luer lock adapter did not detach during this test. The most probable root cause is customer manipulation. (B)(4).